Event description:
Litigation papers allege that after implantation, patient began to suffer from severe pain and symptoms of a failed implant. It is further alleged that patients physicians have examined and advised him that he will be required to undergo revision surgery. It is additionally alleged that patient sustained and continues to suffer damages, including, but not limited to, past, present, and future pain and suffering, severe and possibly permanent injuries, emotional distress, disability, disfigurement, economic damages (including medical and hospital expenses) monitoring, rehabilitative and pharmaceutical costs, and lost wages and loss of future earnings capacity. (B)(6), 2011 - the sales rep has reported the revision surgery. Reason for revision is unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.